Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1h7nc, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was removed due to an infection. No additional information was available from the patient at the time of the call. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.